Manufacturer narrative:
On (B)(6) 2019, medcad was notified by a distributor sales representative that the accuplan patient-specific surgical guide broke during use. The device was used for treatment and not for diagnosis. Communication with the initial reporter on (B)(6) 2019 indicated that surgery was completed on (B)(6) 2019 using the guide, however, surgery was prolonged approximately 30-45 minutes following the breakage of the device. Communication with the sales representative indicated that there was no injury to the patient. Review of production records found that no nonconformance was identified during the production of the surgical guide. The cause was traced to unexpected breakage / fracture of the device. The initial reporter was unable to provide the patient's weight at the time of the event.

Event description:
On (B)(6) 2019, medcad was notified by a distributor sales representative that an accuplan surgical guide broke during use.